Event description:
During a procedure, the physician used a wilson-cook tracer metro wire guide. Upon opening the package. The physician noticed that the tip of the wire guide coating had separated and detached near the distal end. This occurrence was prior to pt contact. No injury to the pt was reported and the device was not used.